Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump was also received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was broken around the battery compartment due to daily usage. Blood glucose level at the time of the incident was 132 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.